Event description:
On (B)(6) 2025 a venaseal closure system was used to embolize the patients short/great saphenous vein (ssv/gsv) with glue. General anesthesia was utilized. Compression was not utilized. It was reported that the vein was effectively occluded. The sapheno-femoral junction (sfj) was confirmed via echo the following day. The saphenopopliteal junction (spj) had no problems. The next day, the echo revealed an embolization up to the area near the junction (0 cm). The laboratory technician determined that the area near the junction was not an embolus but a thrombus. As a point of concern, blood flow was confirmed from the shallow abdominal wall vein 2 cm distal to the deep vein from the junction. One week later, phlebitis along the embolized blood vessel was confirmed. After that it's lighter. On (B)(6) 2025, when sfj was checked again by echo, it was egit class 3. At this stage, the decision was made to be "thrombus" and warfarin was given. The next week, when physician checked again the thrombus-like substance became a little smaller but did not disappear and warfarin was replaced with eliquis. After that, thrombus-like substance did not disappear, and mobility increased, so physician consulted cardiovascular surgery. On (B)(6) 2025, the groin region was cut down vertically, the deep vein was exposed, and the thrombus was partially extracted. The distal region of the gsv was treated with ligation. The extracted substance had a plasti c-like stiffness, and upon pathological examination, it was determined to be thrombus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5cm caudal to sfj. Thrombus was not in the deep vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.